Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that her implantable neurostimulator (ins) is placed in an inconvenient spot. It is so low and has always been this way since she's had it implanted. Patient added that she was in the hospital for tests unrelated to the device/therapy. During this time, they shut stim off and patient assistance with turning stim back on. Pt mentioned seeing poor communication intermittently while on the call. Pt confirmed she was able to communicate after repositioning antenna and device was on but was at 0.0v. Pt increased stim to appropriate level and was satisfied.